Manufacturer narrative:
Event description: it was reported that after the surgery it was noticed that the device does not holding the pressure. The reported event was confirmed. The service evaluation revealed that the inflow and outflow motor are worn out / loud.

Event description:
It was reported that after the surgery it was noticed that the device does not holding the pressure. There was no harm for patient, operator or third party reported.